Manufacturer narrative:
Date of event has been estimated. Investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced discomfort at the ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2019 during which the ipg was relocated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.